Event description:
This lead was reported to have high thresholds. The physician repositioned the lead and the numbers were acceptable to him. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.